Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event and a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed and without a device to analyze, a cause for the reported clip open when locked could not be determined in this incident. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report that the clip opened to approximately 120 degrees post deployment. It was reported that on (B)(6) 2022, the patient presented with degenerative mitral regurgitation (mr) grade 4 and mitral annular calcification. The first mitraclip was successfully implanted. The second mitraclip was successfully deployed. Post deployment, the clip opened more than expected, to approximately 120 degrees. Despite this opening, the mitraclip remained stable on both leaflets. A third mitraclip was successfully implanted as planned. The mr had reduced to grade 1. There was no adverse patient sequela and no clinically significant delay. No additional information was provided.